Event description:
It was reported that during an implant procedure after the pocket was closed, high, out of range high voltage lead impedance was observed. The pocket was re-opened, and lead was explanted and replaced. However, the device continued to exhibit high impedance. The physician then replaced the ICD. A dry pocket was suspected after the new implanted device showed the same issue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported field event of high hv lead impedance could not be confirmed in the laboratory. The device was tested on the bench and using automated test equipment and no anomalies were found. The cause of high hv lead impedance was not determined.